Event description:
48 hrs after insertion of iab, blood leakage was noted in the catheter line. Difficulty was experienced in removal of the iab as a result surgical removal was required. No further complications were reported.